Event description:
Summary:The customer (b)(6) reported a false-positive HHV-6 result on the FilmArray Meningitis/Encephalitis (ME) Panel after testing a patient CSF sample. The customer reported that the patient was treated with ganciclovir as a consequence of the erroneous BIOFIRE result, and that this treatment was halted when the error was realized. BioFire has requested further information from the customer and is currently investigating this event. No remedial action, corrective action, preventive action, or field safety corrective action (FSCA) has been deemed necessary at this time.